Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Upon visual inspection of the complaint device it can be seen that the pointed tip is broken off as reported, this thus confirming the complaint description. Furthermore, it is visible that the guide chamfers are badly deformed/damaged from use. The coupling part on the opposite side of the tip shows some discoloration and black foreign matter. In addition, the broken off part from the drill bit we haven¿t received for investigation. All over the drill bit is in a very used condition. Dimensional inspection: during investigation the relevant measurements got measured: length was measured with the calliper and the measure result is within accuracy. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Based on DHR review we are able to confirm that the right material got used and that the parts had the right hardness. Summary: the complaint is confirmed as the drill bit is broken, as reported. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for the breakage, but we have to assume that during the operation an application error may have taken place. Unfortunately, we are not able to determine the exact reason where the black foreign matter is coming from. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 03.010.100, lot: u355781, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 24.feb.2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation surgery for femoral shaft fracture. During the distal drill, the drill bit broke and the fragment remained in the patient. The surgeon couldn¿t remove the fragment and closed the incision with the fragment remaining in the patient. The surgery was completed with a 30 minute delay. This report is for one (1) 3.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 1 for (B)(4).